Manufacturer narrative:
Per the user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was up to 200 mg/dl and a bolus via the pump was delivered. During troubleshooting with tandem technical support (cts), air bubbles were observed in the infusion set tubing. The contact successfully primed out the bubbles. The contact reported to have disconnected at the luer lock during insulin delivery. Cts advised the contact per labeling, not to disconnect at the luer. The contact acknowledge the information. A pump system check found no other device issues.